Manufacturer narrative:
The bird 3800 microblender instruction manual states on page 4: caution: the microblender oxygen inlet connection is a female diss or nist connector. The two outlets are both male diss oxygen connectors, as a standard diss or other connector does not exist for air/oxygen mixtures. This means it would be possible to connect an oxygen supply hose to an outlet instead of the inlet, resulting in 100% oxygen output from the other outlet without regard to the oxygen concentration control setting. This condition would not be alarmed, so always verify output oxygen concentration with an oxygen analyzer. On 04/27/2007: assistant manager respiratory care & sleep study, stated that they did not use and oxygen analyzer. According to assistant mgr, there is a possibility that the baby may develop retinopathy of prematurity by receiving 100% oxygen. They will not know the outcome for approximately two months. On 05/01/2007: she confirmed that the air line was connected to the blender air input connection and the oxygen line was connected to the blender output connection. This results in 100% oxygen output from the other outlet without regard to the oxygen concentration control setting. There is no microblender alarm for this situation. The baby was put on the system on original date at 10:30p.m. And the deficiency was corrected on two days later at 3:30p.m.

Event description:
In 2007: premature baby was connected to a vapotherm 2000i with a bird gas microblender. The microblender setting was 25% fio2. On two days later, the hospital staff found that the baby was actually receiving 100% oxygen. The source of the problem was that the blender was not connected to the air and oxygen supplies correctly. The hospital believes the source of the problem was that the blender was not connected to the air and oxygen supplies correctly due to a complicated set up and that both lines can be connected to the output connector. The hospital corrected the air & oxygen delivery situation. The hospital is monitoring the baby for any potential harm.